Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy was able to be confirmed. The clip at the distal end of the device was not confirmed. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6fr sheath, after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the starclose se device could not be deployed, the clip remained on the distal end of the device. The wings did not deploy. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. Reportedly, the starclose se device could not be deployed. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.